Event description:
It was reported that the patient was having a dialysis treatment and the catheter started to leak blood from the extension tubing.

Manufacturer narrative:
A review of the manufacturing records indicated that all devices specifications and quality requirements were satisfied. Parts are 100% leak tested, during the manfuacturing process. We are unable to determine the cause or factors which contributed to this event.